Event description:
A facility reported two out of four patients who had surgery in 2008 experienced corneal edema. Both patients were treated with topical medication; no additional procedures required. Additional information has been requested. There are two medical device reports being filed for this report--this report is for the male patient.

Manufacturer narrative:
The device was not returned for evaluation. Batch record review indicated product met release criteria. There have been no similar complaints reported in this lot number except by this facility. Additional information was requested on 10/23/2008 by fax and mail and on 11/11/2008 by phone. A completed questionnaire has not been received.